Event description:
Surgeon was using the resectoscope during the procedure, when the ceramic tip of the inner sheath broke off in the patient. The md (medical doctor) was able to retrieve the portion that broke off.